Event description:
Possible atrial lead undersensing, some atrial events appear to be falling in blanking/refractory at times. The device appears to be mode switching appropriately at this time atrial capture threshold measurement high. Noted sudden increase in atrial capture threshold measurement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).